Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an irritation or allergic reaction around the ipg. As a result, the ipg was explanted and replaced. The replacement ipg was placed in a pouch or gortex mesh. Surgical intervention resolved the issue.